Manufacturer narrative:
Additional - the returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, retained test strip samples from the same lot reported by the customer 4500165514 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time "last october" he received unspecified readings that he believed were erratic from his adc blood glucose meter. Customer further reported that on (B)(6) 2015 he temporarily lost his eyesight. After regaining his eyesight customer self-treated with his unspecified "normal" oral medication and then self-presented to a hospital for a check-up. At the hospital blood was drawn for laboratory analysis (no results provided) and customer was treated with an unspecified amount of insulin. Customer was admitted to the hospital where he remained for nine days. Customer indicated he did not know what he was diagnosed with, but noted he did not receive any new medications. There was no report of death or permanent injury associated with this event.